Event description:
I purchased an auvon tens & ems medical device from amazon (https://www.amazon.com/gp/aw/d/b0cy2rcscb). The model is listed as "auvon pt1 pro tens unit". The device arrived and showed clear signs of use. In particular, 4 of the 6 adhesive gel pad skin contact electrodes had clearly been removed and replaced onto their backing (air bubbles and misalignment to the outline from the original cut marks), and were not in the original wrappers. One of the electrodes also had a visible white wire unusually routed below the exposed gel surface. The electrical wires had been unbundled, and the usb charging cable was entirely missing from the package. The printed manual showed signs of water exposure (slightly wrinkled). The device was sold as new via amazon, but had clearly been used prior to me receiving it. I called amazon to complain about the condition of the device, and they have asked for it to be returned. Many other reviews on the product indicate used equipment being shipped to customers as new devices. The product page is: https://www.amazon.com/gp/aw/d/b0cy2rcscb auvon rechargeable digital tens unit muscle stimulator with 600 mah battery, tens machine with 8 customizable modes, electric massager for shoulder, back pain relief, 6 tens pads, a carry case the seller information is: https://www.amazon.com/sp?ie=utf8&seller=abiy41htab3pa&asin=b0cy2rcscb business name: shenzhen yuwen e-commerce co., ltd. Business address: ????????153? ?????7?703 ??? ???? ??? 518109 cn.